Event description:
The dr claims that by means of an "rm", a popliteal aneurysm was found on or proximal to a previously implanted bypass graft. The graft had been implanted using the "usual" tunnelization far from the bone. The "rm" procedure also found thrombosis and a lesion on half of the graft, the lesion was confirmed when the graft was explanted. When the graft was removed, there was a lack of textile on the back side of the graft in the 2nd popliteal portion. The bypass was between the 1st and 3rd popliteal portion. The dr performed an arm and knee "rm" to reject the possibility of arthrosis, osteophytes, bone lesions, arthroscopies and arthrocentesis. A second bypass graft was implanted. Note: the clinical outcome of the case was stated as thrombosis/breakdown. The pt's status was good. "Rm" refers to magnetic resonance imaging (MRI). The date of the previously implanted graft is unk at this time.